Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead dislodged six weeks post implant. Surgical intervention was performed to explant and replace lead. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.